Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the biopsy channel port was leaking however, no air leak was found. It was also noted plastic distal end cover adhesive is cracked, the distal sheath adhesive is chipped and cracked, missing biopsy port, insertion tube is peeling. Additionally, the forceps passage missing biopsy opening, and missing the insulation port. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing their oes cystonephrofiberscope observed missing one of the ports, the pressure port to add air. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the channel port was broken due to stress however the cause of the break whether the stress or user¿s handling could not be determined. Olympus will continue to monitor field performance for this device.